Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the biomedical engineer that the pt called the hospital and informed them that he was experiencing intermittent alarms while on battery power. The pt reported that when he changed power to the power base unit, his pump stopped. Troubleshooting was done by biomedical engineer, and it was determined that the black lead maybe the cause of the reported problem. The pt was advised by the hospital to exchange his system controller with his back up controller. This exchange resolved the alarm issues and no further problems have been reported.

Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.